Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date and cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller and modular cable exchange along with a backup battery replacement in january due to a backup battery fault.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the exchange resolved the alarms and there was no adverse patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. An attempt was made to obtain additional information, including if exchanging the system controller resolved the issue, if any log files were available for review, and if any products would be returned for analysis; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the system controller was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.